Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, rotational speed adjustment difficulties were encountered. It was noted that the rotablator console could not regulate the turbine pressure. It was further reported that field service visited the site and found that the potentiometer that regulates the turbine pressure control was loose, even the knob rotated and it did not adjust to the cabinet. It noted that the knob rotated the whole potentiometer and not the potentiometer axe, so there was no control of the rpms. The potentiometer was adjusted properly to the cabinet and the knob could again control the rotation of the potentiometer axe. The equipment had remained at 50000 rpm, therefore, the equipment could not be used. This occurred outside of the patient during the preliminary tests. This device was used to complete the procedure the following day. No patient complications were reported.